Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery died without warning. The customer's blood glucose level was 115 mg/dl at the time of incident. Customer stated that they are unable to enter auto basal. Customer also stated that the insulin pump turned on for the first time and an error occurred. The insulin pump will not be returned for analysis.